Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml, lot # 73f1600040 was manufactured on 06/07/2016 a total of (B)(4) pieces. Lot was released on 06/20/2016. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab was bent. The returned sample appears used as biological material is present on the device. No other defects or anomalies were observed. (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly into the jaws and was only able to partially close. Another attempt was made other remarks: to look at the internal components. Upon disassembly, no further damage was found to any internal components. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event.

Event description:
The first clip fired properly and the second clip did not advance. When second clip was loading it would not load properly and open completely. None of the subsequent clips would load correctly. Another device was opened to complete the case. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The first clip fired properly and the second clip did not advance. When second clip was loading it would not load properly and open completely. None of the subsequent clips would load correctly. Another device was opened to complete the case. The patient's condition was reported as fine.